Manufacturer narrative:
B3: date of event estimated to be the first date of the provided date range included in this study.

Event description:
It was reported via literature that the study subjects experienced restenosis and peripheral embolism requiring additional intervention. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "clinical outcomes of jetstream for severely calcified femoropopliteal artery lesions at our hospital". The study referenced was a single-center study which evaluated 57 patients involving 71 lesions between april 2023 and june 2025. The primary endpoint was primary patency at 3, 6, and 12 months. The secondary endpoint was the incidence of peripheral embolism. Peripheral embolism was defined as occlusion or stenosis of a preoperatively patent infraspinous artery requiring additional balloon angioplasty or thrombus aspiration catheter intervention after jetstream use. Jetstream type usage was sc catheter only in 7%, xc catheter only in 75%, and sc and xc catheters in 18%. The mean observation period was 1-13 months, with restenosis observed in 15%. The primary patency rate at 3 months was 93-99%, at 6 months 86-94%, and at 12 months 77-89%. Peripheral embolic protection devices were used in 87% of cases, but peripheral embolism occurred in 18%.

Event description:
It was reported via literature that the study subjects experienced restenosis and peripheral embolism requiring additional intervention. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "clinical outcomes of jetstream for severely calcified femoropopliteal artery lesions at our hospital". The study referenced was a single-center study which evaluated 57 patients involving 71 lesions between april 2023 and june 2025. The primary endpoint was primary patency at 3, 6, and 12 months. The secondary endpoint was the incidence of peripheral embolism. Peripheral embolism was defined as occlusion or stenosis of a preoperatively patent infraspinous artery requiring additional balloon angioplasty or thrombus aspiration catheter intervention after jetstream use. Jetstream type usage was sc catheter only in 7%, xc catheter only in 75%, and sc and xc catheters in 18%. The mean observation period was 1-13 months, with restenosis observed in 15%. The primary patency rate at 3 months was 93-99%, at 6 months 86-94%, and at 12 months 77-89%. Peripheral embolic protection devices were used in 87% of cases, but peripheral embolism occurred in 18%.

Manufacturer narrative:
B3: date of event estimated to be the first date of the provided date range included in this study labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.